Event description:
It was reported that the device exhibited a double beep with cassette found during testing. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: all intact, no physical damage found. The reported issue was not duplicated, found high pressure multiple times in ehl. The cause of the reported issue was due to defective component. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of feb 01, 2021 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.